Event description:
Allegedly, during a breast augmentation the doctor laid a non-karl storz retractor attached to active light cable on the pt's chest while he turned away momentarily; when he retrieved instrument he discovered pt had rec'd 3 small burns in the chest area. The burns occurred where the coupler between the two instruments made contact with the skin. Pt was treated with bacitracin. Procedure was completed.

Manufacturer narrative:
Doctor had light source set at 100% intensity and did not put it on standby before he set instruments down on pt. There was no report of malfunction of light cable or light source; hosp released it back into circulation.